Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported difficulty lock line removal could not be conclusively determined. The reported expulsion, embolism, and clip opening while locked are cascading events of the troubleshooting performed to remove the lock line. The reported patient effect of embolism, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention, removal of foreign body, and surgical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported, this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and a restricted posterior. It was noted that while removing the lock line, the line became stuck. Troubleshooting was performed and the clip was implanted, reducing mr to a grade of 4. After deployment, the clip opened to roughly 210 degrees. The clip embolized into the right pulmonary vein where it was snared and pulled through the right femoral vein. A surgical cut down was performed to remove the clip. There was no clinically significant delay in the procedure.